Manufacturer narrative:
Date sent to FDA: 06/25/2019. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a hernia repair surgery on an (B)(6) 2014 and absorbable straps were used. It was reported that following the procedure the patient experienced scarring, adhesions and underwent a revision surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and absorbable straps were utilized. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.